Manufacturer narrative:
(B)(4). Date sent: 9/30/2020. D4: batch #u5ac9c. Investigation summary: the analysis found that one (B)(6) device was returned with no apparent damage and with one (B)(6) reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload, however, did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above the firing switch actuator. This time, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The test door was removed and an intermittent function of the switch was noted, as the device would only operate when the switch was manually pressed down. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the firing switch actuator become damaged or how the spring firing trigger became out of position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic procedure on the first fire of the device it locked out and would not open. The manual over ride was tried and even when the over ride handle was at a forty-five degree angle it still would not open. The reverse button was moving freely. The surgeon transected around the stapler to free it up. There was some bleeding that was controlled by transecting around the jammed stapler. The rep got there a little while later and noted that specimen showed that all of the staples deployed and formed properly and the cut line was complete. The procedure was completed with a second device with no patient consequences.